Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse identified that power supply source in cabinet m was defective. A philips field service engineer (fse) inspected the system onsite and replaced m cabinet power supply source which was returned for analysis. Part analysis of the power supply indicated that fan was not running, and led stayed off causing no output confirming an electronic defect with the part. After the replacement of direct current power supply (dcps), the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not work due to a fault in the m-cabinet. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.